Event description:
The customer reported that her insulin pump alarmed during the rewind/prime process. Troubleshooting was performed. Suggested to the customer performing the rewind process again. Instructed the customer to program a normal bolus into the air, and the bolus was registered in the bolus history. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had a cracked case at the display window and cracked battery tube threads.